Event description:
It was reported that a patient underwent a cardiac ablation with a 8.5 fr varipulse catheter and the patient experienced dizziness. After a varipulse pvi (pulmonary vein isolation) case, the patient felt dizziness. An MRI was performed and old lesions were observed but no acute ones. Neurological assessment was planned. It was noted that at the end of the case, the varipulse catheter was not irrigated for some time, because the irrigation bag was empty. It was also reported that during the case some repeated ablation on "vpid" were performed. (Follow was performed but no further details were provided regarding the meaning of vpid). Saline bag irrigating varipulse ran out of fluid, and the staff didn't notice. Air entered the patient--however, it was unknown how much air entered patient. Symptoms of vertigo appeared 12 hours later. Patient was experiencing vertigo with "problems moving". The MRI was clear and there were no ischemic findings. The pump would have detected bubbles, but there was no alarm on trupulse that warned about the bag being low on fluid. So, per the site, there was some time air was entering the patient prior to the bubble detection on the pump. Patient was a persistent atrial fibrillation patient. Patient presented in atrial fibrillation and was cardioverted to sinus and ablated. The procedural act (activated clotting time) was 330. Procedure time was 75 minutes.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-jul-2025, bwi received additional information regarding the event. The incident was at the end of the procedure. From what was reported, the alarm triggered and the case was stopped. The patient's state was evaluated in a medical consultation about 3 weeks ago, and symptoms were improving but still existing: the patient still experienced some light dizziness. There were no pump or generator malfunctions. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).